Manufacturer narrative:
Device evaluation: one cadd pump was returned for investigation in used condition. Event log history was performed, and alarms were identified in the history. During analysis, the reported issue was able to be duplicated. Pump was found to be displaying "41622" error code alarm message during the investigation. Also, pump was displaying "pca dose cord button stuck" alarm message after power up with no remote dose cord attached. Found loose motor gear causing the issue. Service tighten motor gear and replaced remote dose connector.

Event description:
Oracle ro (B)(4): error 41622 (during testing/no patient injury).